Event description:
Implant placed 6/17/96, site #29. Implant removed 7/22/96. Patient went in without pain or swelling. Implant fell out after 1 month. Type ii bone.

Manufacturer narrative:
Answers to frequency and severity questions: no, no, yes, no. The returned implant was evaluated and meets specs. Clinical studies and published literature indicate that a 3-5% failure rate may be encountered, even with the best care. The implant is not believed to be the cause of failure. Medical history for implant was received and indicates that patient is a smoker. The smoking is the likely cause of failure.